Event description:
Surgeon was attempting to induce pneumoperitoneum using optically guided 5mm laparoscopic insufflating port (kii fios first entry 5x100mm) but noted a "piece of metal at the tip of the obturator". The device was taken out and replaced. No harm to patient.